Event description:
Bottom securing latch spring and guide broke. Clinicians are concerned that with only 3 of 4 security points working. There is a risk of the infant becoming wedged between rail and mattress.